Manufacturer narrative:
B5 and h6.

Event description:
Correction: it was also reported that the patient complained of flank pain.

Event description:
Additional information stated the patient is now in stable condition and awaiting explant of the alp.

Event description:
It was reported that the patient's atrial leadless pacemaker (alp) dislodged post procedure. A chest x-ray was performed which confirmed the alp was in the pulmonary artery. The patient is currently intubated. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.